Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine, baclofen, morphine and sufenta (unknown concentrations and doses) via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient had scoliosis and a fusion. In 2011 the catheter broke again. The patient thought the catheter may have been defective, as she did not do anything to cause it to break. The catheter was revised. Additional information was requested from the healthcare provider (hcp) regarding when the issue occurred, the cause of the issue, troubleshooting performed, and if the patient experienced any symptoms related to the event. If additional information is received, a follow-up report will be submitted.